Event description:
It was reported the device has a damaged housing and there is a -system failure- message on display. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a tamper seal broken, non-OEM (original equipment manufacturer) battery identified. Chipped top case corners, cracked bottom case by l-bracket and right plunger case. Missing battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger tube. Also replaced barrel clamp guide, rod and tapered spring as a preventative measure. Replaced top case and bottom case assembly (comes with battery door). The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: d4: correction: catalog number: 3500-500. D4: correction: model number: 3500.